Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred after study got completed and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and identified that the device was unable to acquire images. Review of system log file confirm the malfunction ippc. The cause of the issue was due to the ippc failure. The philips engineer replaced ip pc, hard disks, recreated image storage and loaded software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to acquire images. The device was in clinical use. No patient or user harm reported. Philips has started an investigation of this complaint.